Manufacturer narrative:
No button error alarms noted during testing. However, the esc button on the device had intermittent response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly noted during visual inspection. The device had minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump locks up and the act and esc button aren't responding. Customer was attempting to enter his blood glucose reading for a bolus and when he pressed the act it didn't respond. Customer's blood glucose was 75 mg/dl. Customer stated the device may have been exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.